Event description:
The customer / fire department emergency department called into philips reporting that the device was exposed to soot and would like philips to evaluate for possible damage. There was no patient or user involvement.